Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep noted patient on explant schedule today. Patient told physician system did not relieve their pain. Declined meeting with manufacturer reps for reprogramming / troubleshooting. Device was explanted. New information was received. It was reported that the device never provided pain relief since implant. There were no known contributing factors. The cause could not be determined.